Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the power manager was powered up on 30-nov-2018. The next power up with a central control monitor (ccm) attached was on 15-apr-2019. There was one other power up in between these two dates but no ccm was attached which would update the power off date. On 15-apr-2019 when the system was powered up, the battery capacity was 12/16, and quickly drops to 4/16. This would cause a red battery indication.

Manufacturer narrative:
Please disregard the previously submitted medwatch forms. After the field service representative (fsr) allowed the batteries to charge, the unit operated as intended, therefore, a complaint was not needed.

Manufacturer narrative:
Per fsr, the logs showed that the system had not been powered on since (B)(6) 2019. After charging the batteries overnight, the unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during installation of the device, the batteries were less than 1.0000 amp hours (ah). There was no patient involvement.